Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the pump was programmed correctly but ran the chemotherapy too slow. Infusion was due to be complete in 1.5 hours and it took over 2 hours. Irinotecan was used. No patient harm was reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. The previously filed MDR# 3006575795-2024-01011 submitted to the FDA is a duplicate of MDR# 3006575795-2024-00549. Refer to MDR# 3006575795-2024-00549 for details. Reference to complaint # (B)(4).